Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number h11a24039 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On (B)(6) 2011, the patient developed and was hospitalized for peritonitis. The consumer stated the peritonitis was caused by a mistake that was made in the hospital the last time the patient was hospitalized. The nurse reported the following information. On (B)(6) 2011, the patient was diagnosed and hospitalized for peritonitis manifested by abdominal pain. Treatment provided was not reported. Dianeal therapy was ongoing. Per the consumer, on (B)(6) 2011, the patient was discharged from the hospital and recovering from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.